Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they were not wearing the insulin pump during priming, issues with no delivery alarms, had to recently double rewind and prime. Customer was declined troubleshooting for squirting during prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to a33 alarm.